Event description:
The customer reported a false nonreactive architect hiv ag/ab result on a 26-yr old male patient. Results provided: 01aug2021 sid (B)(6)= 0.65; (B)(6) 2021 = 0.81 s/co, elisa and colloidal gold are both positive, another abbott platform = 0.71 s/co. Elisa also positive on (B)(6) 2021; antibody confirmation test is negative. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for the architect hiv ag/ab combo assay lot 26604be01 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, return sample analysis, and inhouse testing of a retained kit with the complaint lot number. Trending review determined no trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Inhouse testing determined that the sensitivity performance is not negatively impacted. Labeling was reviewed and adequately addresses the customer issue. Return sample analysis: testing with a retained kit of architect hiv ag/ab combo reagent confirms the non-reactive results (0.88 s/co) observed by the customer. Supplemental testing by western blot mikrogen recomline hiv-1 & hiv also showed negative results. Based on our investigation, no systemic issue or deficiency of architect hiv ag/ab combo reagent, lot number 26604be01 was identified. Section b5 additional information: antibody confirmation test is negative.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36.

Event description:
The customer reported a false nonreactive architect hiv ag/ab result on a (B)(6) male patient. Results provided: (B)(6) 2021 sid 10001 = 0.65; (B)(6) 2021 = 0.81 s/co, elisa and colloidal gold are both positive, another abbott platform = 0.71 s/co. Elisa also positive on (B)(6) 2021. No impact to patient management was reported.